Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the sound of a click emanates from tower door 6. A field service engineer, opened latch column, and the micro switches were cleaned. Conductive grease was applied to the latches, and stabilent was utilized on the latch harnesses to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system tower latch is producing clicking sounds. The customer stated that the malfunction caused a delay in accessing medication. There were no adverse events or injuries reported based on this incident.